Manufacturer narrative:
One smiths cadd-legacy plus pump was returned for analysis in good condition. The event log was reviewed, and the pump was visually inspected. The reported problem was not duplicated. The leak did not come from the pump. The pump is to be serviced as "investigation only". The leak came from the tubing/cassette connection. The pump was apparently sent in as a cautionary measure.

Event description:
Information was received indicating that a leak occurred between the pump and the extension tubing while using a smiths cadd-legacy plus. It's not yet clear if the issue is do the pump or the extension set. There was no reported injury to the patient.